Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, unknown concentration at 1100 mcg/day via intrathecal drug delivery pump for intractable spasticity. It was reported that yesterday the patient was admitted to the hospital unresponsive. The hcp was asking to have a manufacturer representative (rep) come and interrogate the pump to see if it was working. They spoke to the managing hcp and was told the patient had a refill and dose increase a couple days ago for increased spasticity. The hcp was unsure of any troubleshooting was done at this time he did not think so. No further complications were reported.